Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl. The customer stated the infusion set was removed and found that the cannula was bent. The caller changes the infusion set and she experienced the same. While troubleshooting it was noted that the customer uses the infusion set for five days, and she inserts in the buttocks and abdomen. Recommended the customer to use the infusion set for two to three days. The customer also mentioned that the insulin pump is cracked at the battery compartment and declined further testing. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.